Manufacturer narrative:
Correction: the correct event description should have been "it was reported that the patient attended a follow-up appointment at the clinic, presenting with an unspecified infection, which was detected by redness at the site of the device pocket. The entire system- implantable cardioverter defibrillator, right atrial lead, right ventricle lead and left ventricle lead was explanted. The patient remained in stable condition." Rather than "it was reported that the patient presented to the hospital with an unspecified infection. The entire system- implantable cardioverter defibrillator, right atrial lead, right ventricle lead and left ventricle lead was explanted. The patient remained in stable condition."

Event description:
It was reported that the patient attended a follow-up appointment at the clinic, presenting with an unspecified infection, which was detected by redness at the site of the device pocket. The entire system- implantable cardioverter defibrillator, right atrial lead, right ventricle lead and left ventricle lead was explanted. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient presented to the hospital with an unspecified infection. The entire system- implantable cardioverter defibrillator, right atrial lead, right ventricle lead and left ventricle lead was explanted. The patient remained in stable condition.